Manufacturer narrative:
Patient weight not available from the site. A medtronic representative went to the site to test the equipment. The representative was unable to replicate the reported issue. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The suspect tracer pattern and exam were evaluated by medtronic personnel. The pattern was found to not capture the nose of the patient, the patient had loose skin and the images were not contiguous. The software investigation found that the reported event was unrelated to a software issue. The software functioned as designed.

Event description:
A medtronic representative reported that, while in a catheter-based procedure, an imprecision was observed when inserting the stylet. The reported imprecision was noted to have been up to 2 centimeters. The representative reported that the site was initially accurate. The surgeon opted to complete the procedure without the use of the navigation system. The surgeon opted to complete the procedure with a microscope. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome. No additional information was provided.